Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name: additional product code for this report includes mnh, mni, kwq, and kwp. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that the patient was implanted for a posterior l4-l5 fusion on (B)(6), 2012 using a synthes uss dual opening hardware. The patient returned to the surgeon on an unknown date complaining of back pain which had been worsening over the past year. The surgeon diagnosed the patient with non-union at l4-l5 level. The patient was returned to the operating room for revision surgery on (B)(6) 2014. The surgeon removed all uss dual opening hardware from the (B)(6) 2012 surgery and one diameter size larger dual opening screws were implanted. The l4-l5 disc space was cleaned out and placed an additional mtf t-plif (transforamenal posterior lumbar interbody fusion) in the disc space. The t-plif from the 2012 surgery was left in the same l4-l5 disc space. The surgeon placed new rods and connected the construct and successfully completed the procedure. The patient status/outcome following the revision surgery was not provided. This is report 6 of 14 for complaint (B)(4).